Event description:
It was reported that the device was explanted after an implant duration of 92 months due to calcification of one of the valve leaflets. It was additionally reported that the pt had aortic stenosis. The device was replaced with a mosaic.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not complete.